Event description:
It was reported that this inflatable penile prosthesis pump had lost fluid. The site of the fluid leak is unknown. The device was explanted. There were no patient complications reported.